Event description:
A malfunction was reported involving an alarm 2 followed by an alarm 26. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and resumed using insulin. No further assistance was deemed necessary, and the case was closed by technical support.